Event description:
Home monitoring recordings show noise on the ra and far field channels. Lead remains implanted at this time. Should addition al information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.